Manufacturer narrative:
Add'l expiration date: 6/2014. Additional device manufacture date: 06/2009. Dimensional evaluation showed devices within specification. Visual examination showed marks in head component consistent with cantilever force applied laterally. This is consistent with subluxation of radial head beneath capitellum in vivo.

Event description:
Patient had a radial head disassociate in vivo.